Event description:
It was reported that the peripherally inserted central catheter (PICC) line was used for three days before removal. The clinician who performed the insertion stated that initially, when attempting to withdraw the spring wire guide (swg) resistance was met, but was able to remove it in its entirety. Once removed, it was common practice for the swg to be measured following the PICC insertion. Additional info stated by the hospital advised that an x-ray was taken after placement and no note was made of any swg visible on the x-ray. There was 4 cm of swg visibly protruding from the distal end of the PICC line.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.